Event description:
When connected to vistaseal applicator, the injector would not inject. Only one side would push down and none of the medication would spray. Second applicator tried with same issue. Reference report: mw5158769.